Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported the device became stuck on the guidewire. A jetstream sc catheter, 1.85mm was selected for use to treat infra-popliteal atherosclerotic occlusive disease and lower extremity arterial thrombosis. After completing the relevant preparations during the procedure, the catheter was delivered along the non-boston scientific guidewire to the proximal end of the lesion. Three minutes into the procedure, the guidewire became stuck, prompting the withdrawal of both the catheter and guidewire as one unit. Outside of the patient, forceful pulling was unable to separate the catheter from the guidewire. The catheter and guidewire were both exchanged to complete the procedure. There were no patient complications as a result of this event.